Event description:
Physician's note shows pt was experiencing "terrific hot flashes", headaches, joint pain, she felt weak, was diagnosed with chronic fatigue, her white count was high and she had low grade fevers. Operative report states pt had a history of recurrent cellulitis. Upon removal it was noted that the entire outer surface of the prosthesis had a thin film of gel. It was determined that the implant shell was intact with a leak rather than a rupture or bleed only. Attorney alleges plaintiff was caused to suffer grievous, serious and severe injuries and has sustained serious and permanent injuries to her health, strength, severe shock to her nervous system and has suffered mental pain.